Event description:
On 24/apr/2023 a contact for this peritoneal dialysis (pd) patient reported the patient had an infection. Additionally, it was stated that the pd catheter (not a fresenius product) was removed. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown what type of infection the patient was diagnosed with and if it was related to pd therapy. The reason for the patient¿s pd catheter being removed is also unknown. There are several reasons a pd catheter could be removed including being the source of the infection, obstruction caused by omental wrapping, or the patient¿s medical status could not tolerate pd therapy. Without additional information a definitive cause cannot be confirmed. Furthermore, there is no allegation of a fresenius device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Correction provided in b2.

Event description:
On 24/apr/2023, a contact for this peritoneal dialysis (pd) patient reported the patient had an infection. Additionally, it was stated that the pd catheter (not a fresenius product) was removed. Attempts to obtain additional information were unsuccessful.

Event description:
On 24/apr/2023 a contact for this peritoneal dialysis (pd) patient reported the patient had an infection. Additionally, it was stated that the pd catheter (not a fresenius product) was removed. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and the teach pump. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 24/apr/2023, a contact for this peritoneal dialysis (pd) patient reported the patient had an infection. Additionally, it was stated that the pd catheter (not a fresenius product) was removed. Attempts to obtain additional information were unsuccessful.